Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their implant wasn't working correctly and that they had back pain and that the therapy wasn't covering all areas of their pain. Patient noticed the implant wasn't working correctly last year sometime, but they couldn't remember. Since the implant hadn't been working right, the patient noted they hadn't charged their implant in months and now needed an MRI and noted they were in the hospital. During the call, agent attempted to walk patent through MRI safe mode but the patient unlocked the controller and no device found appeared on the screen. Patient mentioned they needed assistance in connecting the recharger paddle to their controller and placing it over their implant, so they called a nurse to help them. Agent walked both the caller and patient through passive recharge mode. Caller noted the numbers left to right were 75, 80, 80. After a few moments, the caller confirmed that the patient was charging their implant with excellent quality and noted their controller was 90% and their implant was in the red. An MRI tech was present after troub leshooting and shared that they were familiar with the spinal cord stimulators and MRI safe mode and inquired about receiving an email about scan parameters. Agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the issue was believed to be a bad controller battery. Rep reported they believe a new battery was sent to the patient, and the issue has been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated they were having a problem with the implant not holding a charge and the controller not holding a charge. Patient stated last friday night at 7:20pm they were charging the implant on excellent and at 8:50pm the controller ran out. Patient said the implant was only charged to 70% and the controller went from 100% to 0%. Patient said at 1:20am they checked and the implant had gone down to 40% and the next morning, their implant was completely empty. Pt believes that their implant is draining quickly. Patient said they are not sure if the controller battery is draining without them using the controller. During call, pt went through passive recharge mode (prm) and was able to charge implant at excellent (controller 90% and implant at red). Agent reviewed charging expectations and to keep an eye on the controller li battery pack if it drains without using it. Pt state they will be seeing a manufacturer representative (rep) at the healthcare provider (hcp) office. The patient was redirected to their healthcare provider to further address the issue. Pt called back and clarified that their ins battery is not lasting 24 hours like they were told it should since implant. Pt stated that the stim therapy is "not helping that much" pt stated they thought the controller battery affected the ins battery charge. It was reviewed the ins battery works separately from the controller battery. It was suggested to pt that they work with the rep to see if they can increase the ins battery longevity. Rep will follow up with patient, but stated the patient was complaining of problems that seemed to be related with the controller. So patient was referred to call to trouble shoot the controller and receive a new one if needed. Last meeting rep had with patient, diagnostics showed everything with the system to be in good working order. I will look at his programming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.